Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to actuate the posterior gripper and break of the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced to the left atrium and while performing gripper orientation, the posterior gripper did not appear to be actuating both on echocardiography and fluoroscopy. Trouble shooting was attempted by cycling the lock lever and repeating gripper actuation attempts without success. The cds was removed and replaced with another cds. Following removal and upon inspection of the cds, the gripper line appeared to be broken. One additional clip was successfully implanted and procedure concluded with implantation of 2 clips and mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break and gripper actuation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, the gripper actuation issue appears to be due to the gripper line break, however, a cause for the gripper line break could not be determined. There is no indication of a product issue with respect to design, manufacture, or labeling of the device.